Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 2 months, a loss of capture was reported during an in-office visit. A lead dislodgement was confirmed by x-ray. The patient was hospitalized and the lead was successfully repositioned on (B)(6) 2015. No adverse patient side effects have been reported.